Manufacturer narrative:
There was an update to one of the other applicable components: product ID: 3389-28, lot# 0208452489, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
It was reported that during the implantation of the leads the contact point was broken because of the procedure. One lead was explanted/replaced on (B)(6) 2015. It was unknown which lead was explanted/replaced. Device disposition was unknown. The event was related to the procedure. Patient was alive with no injury and it was unknown if there were any symptoms or complications associated with the event. Outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3389-28, lot# 0208452489, implanted: 2014-(B)(6), product type lead. Product ID 3389-28, lot# 0208452490, implanted: 2014-(B)(6), product type lead. Product ID 3389-28, lot# 0209193473, implanted: 2015-(B)(6), product type lead. Product ID 3708695, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3708695, serial# (B)(4), implanted: 2014-09-22 explanted: product type extension product ID 3389-28 lot# 0208452490 implanted: 2014-(B)(6), product type lead. (B)(4).